Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notifier alert and merlin.net transmission for non-sustained rv oversensing. Review of the episodes revealed that the patient had pvcs that landed under the atrial pace during base rate pacing, resulting in a channel mismatch. Programming changes were recommended. The patient was scheduled for follow-up.